Event description:
A publication was discovered inclusive of an impella 5.5 supported patient: a 59-year-old man with hypertension presented with a non st elevation myocardial infarction and underwent cardiac catheterization demonstrating multi-vessel disease. The left ventricular ejection fraction was reported to be 20%. The patient underwent off-pump coronary artery bypass grafting (CABG) with temporary mechanical circulatory support using an impella 5.5 device. The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) shock stage c. The patient was additionally noted to be receiving vasopressors and inotropes for hemodynamic support. No additional patient history was reported. The impella was implanted through a side-arm graft anastomosed to the ascending aorta via a 10 millimeter hemashield graft and tunneled to the left supraclavicular/neck region to facilitate postoperative ambulation and bedside removal with local anesthesia to prevent a secondary operation being required. The use of transesophageal echocardiography was used to visualize placement of the impella into the left ventricle. It was reported that the right axillary artery was not calcified and was adequate in dimension to allow placement of the impella through a side arm graft. The provider chose direct aortic access as it allowed for a single incision. A coronary artery bypass grafting procedure was then completed and the patient was transferred to the intensive care unit where he was ambulated on post operative day 1. The device was successfully weaned and removed on postoperative day 2 under local anesthesia, and the distal portion of the graft was ligated at the skin level and the skin was closed over the stump. This method was reported to have been chosen as trimming the graft back to the aorta would have required general anesthesia and re-sternotomy. It was reported that the patient has an uncomplicated postoperative course and was discharged home on postoperative day 6 on aspirin monotherapy, and was seen for routine postoperative visits with no cardiovascular or neurologic events. After 184 days, the patient presented with acute right-sided weakness and dysarthria. Neurologic assessment documented a national institutes of health stroke score of 12. Computed tomography angiography demonstrated thrombus in the remnant graft extending into the ascending aorta, wrapping around the aortic arch, and extending into the left common carotid artery. The thrombus was reported to have appeared chronic in nature. The patient was evaluated by neurology and neurosurgery and was not considered a candidate for thrombolytic therapy, catheter-directed aspiration, or mechanical thrombectomy because the interval from last known normal neurologic status indicated that the infarction was already completed. He subsequently developed significant cerebral edema secondary to a large territorial ischemic stroke and required a left hemicraniectomy. Following stabilization, he was discharged to a long-term rehabilitation facility for ongoing recovery. The patient was noted to have survived with no additional adverse events reported. While on support, the impella 5.5 device was operating at performance level 7 with flows of 3.8 liters per minute. The purge solution consisted of dextrose 5% in water with 25 milliequivalents per liter of sodium bicarbonate.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.